Manufacturer narrative:
The device was returned for evaluation. Examination of the device showed the right plunger case, timing plates and springs were missing. The device appeared to have been re-assembled incorrectly by user during service. The device plunger had to be reassembled and missing components replaced.

Event description:
It was reported the device had a broken lever. No patient injury was reported.

Manufacturer narrative:
Additional information b5, h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual a review of the event history log (ehl) identified check plunger sensor error. The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced right plunger case, both timing plates and springs also replaced push block, plunger gear cam and square shaft. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: no patient involvement.